Event description:
The patient was undergoing a thrombectomy procedure in the m3 segment of the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd) and a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient anatomy was tortuous. During the procedure while advancing the jetd with the 3maxc, the physician encountered resistance and was not able to track the jetd through the internal carotid artery (ica) loop. It was reported that the 3maxc was able to track; however, the jetd would not pass the ophthalmic artery. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.